Manufacturer narrative:
The explanted graft was not returned for analysis. If it is returned or additional information become available, this report will be updated.

Event description:
According to the patient's internist, the patient recently underwent a surgical procedure. The internist thought that the patient's graft was explanted but did not know why. They also thought that the patient developed an infection post explant. The patient's following physician has been contacted; however, no further information has been obtained. No further attempts will be made.